Event description:
Asr revision. Right asr xl acetabular system. Reason for revision: pain. Date of revision: (B)(6) 2012. Update: (B)(6) 2012 - confirmed revision took place (B)(6) 2012.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision: right asr xl acetabular system. Reason for revision: pain. Date of revision: (B)(6) 2012. Update: (B)(6) 2012 - confirmed revision took place (B)(6) 2012. Update - added products x 2 stem and sleeve, amended surgery date, marked as legal. Taken from kennedys email dated (B)(6) 2014. The 84kej1000 lot number for stem was incorrect. B4kej1000 used instead.